Event description:
A malfunction on a pump was reported by the caller. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The pump malfunction was resolved by providing the caller with pump reset information and assistance from technical support, allowing the customer to continue using the pump. The caller understood to call back if the malfunction recurred.